Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/15/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: was the sterility of the device compromised? Unk. Were there any issues with the seal of the sterile packaging? Unk. Are there any tears/holes in the sterile packaging? Unk. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. The device has been received at (B)(4) and will be shipped. Please check rmao. Tracking number is (B)(4). H3 investigational summary: the product was returned to ethicon for evaluation. One open foil, one cannula with suture and several suture pieces for product code ez10 were received for analysis. Upon visual assessment of the canula, it was noted intact and contains a sutue piece. The suture was broken into several pieces, indicating that it had begun the process of degradation. In addition, the time of exposure of sutures to the environment could not be determined. The foil packet was visually inspected, wrinkles and a hole in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. A photo was provided showing a foil packet, one canula and a suture piece for product code ez10. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During an unknown surgery, when the package was opened, it had deteriorated and the loop part was broken. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. Additional information was requested.